Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that she was found unresponsive. The customer reported that the emergency medical services came and took her for hospitalization. The customer's blood glucose was 805 mg/dl at the time of incident. The customer's blood glucose was 89 mg/dl at the time of call. The customer stated that she was given insulin to treat the blood glucose. The customer stated that she was wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window and case.